Event description:
A surgeon reported that during surgery, there were air bubbles in the tubing and in the pt's eye. No additional action was taken because of the bubbles. The bubbles did not influence the surgery, other than they are troublesome to the surgeon and caused a delay. The surgeon reports that the surgery was completed successfully and no pt harm was reported.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).